Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was the alaris system button audio too noisy was due to lack of knowledge to control volume on the system, but if pharmacy set a minimum volume level, it cannot go lower then what the drug library is set to. Technical support went over with biomed how the volume controls work with the system. They are able to adjust the volume on the 8015. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the alaris system button audio too noisy. There was no patient involvement.